Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that both the wash dispense valve and the waste valve were worn which caused fluid to leak from the reagent probe a. The fse replaced the wash dispense and waste valves which resolved the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that while performing system maintenance, it was discovered that there was a leak which came from under the reagent probe a at the reaction wheel cover well of the unicel dxc 660i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.